Manufacturer narrative:
The device has not been returned for investigation. We have reached out to the user facility for additional information and to request that the unit be returned for evaluation. A review of the manufacturing records indicated nothing notable. We have reached out to the user facility to determine the lot number of the disposable set, as the lot number was not provided. The disposable set in the photographs provided appeared to be unused. Without additional information, it is difficult to determine what occurred in this case. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the buddy lite ac cartridge overheated.